Event description:
It was reported that during a percutaneous coronary intervention, the physician experienced difficulty advancing the wire. The procedure started with a maverick otw balloon catheter and another manufacturer's wire. The physician experienced difficulty crossing the lesion and exchanged the balloon and wire. After crossing the lesion with the choice pt wire and another manufacturer's balloon catheter, a shadow and wire movement was noted after the first and second inflation of the balloon catheter. Upon removal, the physician thought that the wire may have fractured or that the coating was peeling. No pt injuries or complications were reported.